Event description:
Customer reported experiencing a malfunction with their pump before failing to operate after charging. Blood glucose levels were not specifically mentioned, but there was no adverse impact reported regarding the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.